Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported a low reading issue with the adc device. The pharmacist reported the low glucose alarm sounded with sensor readings of 50 mg/dl, 40 mg/dl, and 'lo' (< 40 mg/dl). However, capillary results showed customer glucose was normal (110 mg/dl). There was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.